Manufacturer narrative:
Customer did not provide information on sample collection and storage. Qc prior to the event was within lab-established ranges. System started suppressing co2 results. Customer attempted to recalibrate but calibration failed. Customer found that the alkaline buffer bottle was empty and fluid was leaking from the co2 alkaline buffer inline filter. Per hotline instructions, customer replaced the filter and reagent which resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) to report a false low co2 result of 18 mmol/l for one (1) patient, generated by the unicel dxc 800 pro synchron chemistry analyzer. This result was reported out of the lab. Repeat testing of the sample on an alternate instrument generated a co2 result of 23 mmol/l. The report was amended with this result. Treatment was not initiated or withheld based upon the false result reported.